Event description:
During procedure for endovascular stent placement, attempt at expansion of the balloon was unsuccessful. Radiologist opined that balloon must have inadvertently been ruptured during the passage through the dilator. Attempt to remove stent and balloon through sheath was unsuccessful and the balloon-mounted stent became dislodged from the balloon. Surgeon performed an emergent cut down on left common femoral artery and stent successfully removed.